Event description:
It was reported initial right hip arthroplasty that was subsequently revised approximately four (4) years later due to metal-on-metal right total hip. During the revision metal on poly articulation was noted as well as periarticular pseudotumor and black debris. The femoral head and acetabular liner were explanted all other components remained. No intraoperative complications reported.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 02758. Report source: foreign: country: canada. Proposed component code: mechanical (g04)- head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed with no complications noted. A revision occurred approximately four (4) years later due to elevated metal ions, pain, and swelling. While in the joint, a pseudotumor was noted as well as black residue consistent with trunnionosis on the trunnion of the stem and inside the femoral head. The liner and head were removed and replaced with zimmer products with no complication noted. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04)- head. Additional medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient's bmi was increased since the previous surgery. The elevated ion levels were also provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.